Event description:
It was reported that a motor stall occurred. On (B)(6) 2014, the patient¿s family heard 3 beeps. On the report date, they thought that the patient had a little bit of a twitch, but that her tone was not bad. The patient¿s oral keppra dose was increased, so the healthcare provider (hcp) initially believed the twitch was due to the medication change. The patient¿s alarm was not noticed during the refill on the report date. The alarm interval was set to sound every hour. Telemetry confirmed that a critical alarm was occurring. The alarm was due to a motor stall, which occurred on (B)(6) 2014 at 1:00pm. The stall was constant. Two days later, the ¿stopped pump may exceed tube set¿ message occurred. The patient did not have a magnetic resonance image (MRI) and electromagnetic interference (emi) was ruled out. The patient did not experience any withdrawal. The hcp questioned how the patient could go without drug for a week without withdrawal. The hcp could not recall specific refill volumes, but felt that the actual reservoir volume (arv) was the expected reservoir volume (erv). The pump was refilled and the logs were checked again. The pump was also updated several times while troubleshooting the pump and no recovery was noted. The refill interval was 34 days. Programming the pump to minimum rate if oral medication management was chosen was discussed. The hcp was to discuss this with the patient¿s family and they were to ¿get it taken care of.¿ the device system was used to deliver baclofen. 2000mcg/ml at 1049mcg/day. It was later reported that the patient was admitted to the hospital on the report date. The patient was started on preventative seizure measures. A pump replacement was scheduled for (B)(6) 2014. An alarm was not heard when the motor stall occurred on (B)(6) 2014. It was later reported that, per pump logs, a motor stall recovery occurred on (B)(6) 2014 at 1:21pm. The pump was replaced the following day and the patient recovered without sequela. There was no patient injury. It was later reported that, when the pump was believed to not be working, the patient got a bolus and was ¿really sedated and everything. The pump was ¿not being very reliable.¿

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Analysis of the catheter revealed no significant anomaly, acceptable testing catheter incomplete/returned in segments. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8749, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).